Event description:
During sad & rc case, the bipolar probe would not work on the vulcan machine. This unit will not read any bipolar probes. The customer then attached a pad and used a monopolar probe. After surgery, a superficial burn and redness was noticed around the pad area.

Manufacturer narrative:
Unit has not been returned for evaluation.